Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 68 mg/dl, which was treated with juice and gummy bears. No significant events leading to the alarm were observed other than the customer taking the device out of her pocket. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.